Event description:
It was reported that the end of an unknown one-link catheter extension set became ¿unscrewed easily.¿ patient involvement and the step of setup or therapy during which this occurred are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.